Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Initially, a 21 mm closure device was deployed and fully recaptured because it was too small. A 24mm was then selected and successfully implanted. No pericardial effusion was seen during the procedure. Approximately, one hour post-implant, patient became hypotensive and a pericardial effusion and cardiac tamponade were noted. A pericardiocentesis drained 200cc of fluid to successfully stabilize the patient. Per physician, cause of effusion is unknown. No other complications occurred. Patient is doing well and has been discharged.